Event description:
The customer reported the device shows intermittent display of a red x and a battery error message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.